Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken battery tube threads, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window, scratches on reservoir tube window and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump fell to the floor when his belt clip broke, causing the lcd screen, reservoir compartment and battery compartment to crack. The customer's blood glucose was unk at the time the damage occurred and 120 mg/dl when she reported the incident. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.